Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory and skin intolerance. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dirt/dust contaminates in the fresh air intake port (filter location). An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dirt/dust contamination in the blower motor and assembly. The manufacturer found no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of dirt/dust contaminates in the fresh air intake port and dirt/dust contamination in the blower motor and assembly. The manufacturer confirmed there was no evidence of sound abatement foam degradation.